Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the total bilirubin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66449uq06. Device history review did not identify any non-conformances or deviations with lot number 66449uq06 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the total bilirubin reagent lot 66449uq06 was identified.

Event description:
The customer observed a falsely depressed total bilirubin result generated on the architect c4000 processing module for one patient. The following data was provided: sid (B)(6): total bilirubin result was <1.8 umol/l, repeat on an alinity at another laboratory = 5.8 umol/l and 7.7 umol/l. Additional laboratory results were provided: direct bilirubin result = 35 umol/l, repeat on an alinity at another laboratory = 25.8 umol/l and 33.5 umol/l. Igm results = 101.6 and 97.7. No impact to patient management was reported.

Event description:
The customer observed a falsely depressed total bilirubin result generated on the architect c4000 processing module for one patient. The following data was provided: sid: (B)(6) total bilirubin result was <1.8 umol/l, repeat on an alinity at another laboratory = 5.8 umol/l and 7.7 umol/l. Additional laboratory results were provided: direct bilirubin result = 35 umol/l, repeat on an alinity at another laboratory = 25.8 umol/l and 33.5 umol/l. Igm results = 101.6 and 97.7. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.